Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a severe hypoglycemia, with a discomfort feeling, but the patient did not lose consciousness. The patients husband took a fingerstick and the cgm was reading 80 mg/dl and the blood glucose reading was 56 mg/dl. It was stated that due to the symptoms the patient needed third party assistance from the husband for unspecified treatment. After treatment no healthcare facility needed to be visited and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)diabetes mellitus is a known cause of hypoglycemia.